Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no lot/serial number.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range originally 2.5 - 3.0. Patient's therapeutic range was changed to 2.5 - 3.5 after the physician noted she was sensitive to low inr readings. On (B)(6) 2015 patient self tester tested on the inratio and obtained an inr result of 2.7. Patient had an appointment with her hematologist who suggested that she be tested at the lab. Lab inr = 3.9. Unknown time between tests. After the 3.9 result, patient's coumadin was adjusted accordingly and her inr tested again which resulted in lab inr = 1.4. Date unknown. Patient's coumadin was increased again and she tested a few weeks later; inr = 1.6. Date unknown. On (B)(6) 2015 patient noticed some chest pain and trouble breathing. Physician advised her to go to the hospital. Patient hospitalized for five days. While hospitalized a cat scan revealed blood clots. Patient informed clots were "old" (unable to confirm date). No additional information available. MDR is being conservatively reported due to hospitalization.